Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm513.7 implantable collamer lens, -4.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault. The lens was planned to exchange for a shorter lens.

Manufacturer narrative:
Lens was explanted and exchanged for a shorter lens on (B)(6) 2016. The problem was resolved. Patient's uncorrected visual acuity (ucva) was 20/20 during their last visit on (B)(6) 2016. Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens and foreign material on lens surface. One similar complaints were reported for units within the same lot. (B)(4).